Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and inserted batteries into the pump to observe for issue. The customer's reported problem was verified. During investigation, the pump was found to be displaying "1320" error code message on power up. Visually inspected the pump and found it had no issue with the components. Investigation recommended software applications to be reinstalled and clear the error code. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code 1320, and constant alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.